Manufacturer narrative:
The device has not been received to date. Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported a issue. Tac instructed the customer to check the running time was high on the lamp and explained that the error code might be pointing to the lamp being the problem. The customer confirmed the run time was high on the current lamp. The customer was going to try swap out the lamp to see if that fixes the issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e103 (lamp light-up error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to the lamp being defective or reaching the end of its life. Olympus will continue to monitor field performance for this device.